Manufacturer narrative:
Other applicable components are: product ID: 3888-28, lot# l34696, implanted: (B)(6) 1995, product type: lead; product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the cause of the leads being non-functioning was determined to be from the leads being old and frayed. No further in formation was reported.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID 3888-28 lot# l34696 (B)(4) implanted: (B)(6) 1995 explanted: product type lead product ID 39565-65 lot# (B)(4) implanted: (B)(6) 2010 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the out of regulation (oor) message and low impedances were non-functioning stimulator leads. The hcp reported that they were planning to put in a new stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported an out of regulation (oor) was seen. It was reviewed with the rep an oor message could indicate patient system issue or high use parameters. An impedance test was ran: it was initially ran at 0.7v and saw that 01, 02 showed 308 ohms and 03 was in the 2000s. It was reviewed that 0.7v is not enough and repeating values can be indicative of a short. The rep had noted seeing oor when trying to program the patient using 12. Impedances ran again at 3v and saw that 01, 02, and 12 were <(><<)>150 ohms. It was noted this is likely the issue and that the lead is likely compromised. The rep also mentioned the patient wasn't feeling stimulation, but this was related to the fact that the rep was encountering the oor. No further complications were reported. No additional patient symptoms were reported.